Manufacturer narrative:
Product complaint # (B)(4). H3 evaluation: a picture was returned for analysis. Upon visual inspection of the picture, a tangled suture around of the paper lid could be observed and no conclusion could be reach as the sample was not returned for analysis. The manufacturing records were reviewed, and the manufacturing/packaging criteria were met prior to the release of this batch.

Manufacturer narrative:
(B)(4). A manufacturing record evaluation was performed for the finished device mhk701 number, and no non-conformances were identified. Attempts are being made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. A photo upon which this medwatch is based has been received, however, the evaluation is not yet complete. Any further information derived from the evaluation will be submitted in a supplemental 3500a form.

Event description:
It was reported that the patient underwent mitral valve replacement procedure on an unknown date and suture was used. During the procedure, the suture broke from the suture strand. The procedure was completed successfully with another set of sutures. There were no adverse patient consequences reported.